Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by the customer, "a tortuous vessel making it impossible to progress the material, requiring a new attempt, which, when removing previous material, the catheter was deformed. A new procedure was successfully performed in a new vessel, the material was discarded.".